Event description:
It has been reported to philips that the suspended frame monitor was not turning on. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) communicated with customer and confirmed ceiling suspension monitor was not on. Upon remote testing the rse found that power indicator was not on. The rse instructed the customer to restart the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.